Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was to be addressed by a manual insulin injection and did not require assistance from a third party. Customer received provided assistance with resetting the pump by technical support. There was no recurrence of the malfunction after the reset, and the customer was advised to continue using the pump while contacting support if the issue reappeared.